Event description:
A customer reported an issue with the pump time being incorrect. There was no adverse impact to the customer's blood glucose level, as the previous settings did not result in levels exceeding 500 mg/dl or falling below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, suggesting further follow-up if the time discrepancy continued to surpass five minutes. The customer acknowledged and understood the guidance provided.